Event description:
Additional information was received and it was stated that the patient had a new recharger but was still having issues. The manufacturer representative stated that were not certain that the ¿tilt¿ was actually the cause of the issues with recharging. The patient has an appointment on (B)(6) 2020 for a routine follow up and can provide more information then. No further complication noted or anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 97755, serial# unknown, product type: recharger; product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that they have not been able to get the ins to recharge as the controller keeps saying poor recharge quality, reposition recharger and try again. It was reported that the recharger (rtm) was repositioned over the ins but the controller will just keep displaying poor recharge quality, reposition recharger and try again. The relay box along the rtm cord was making a static noise but it was confirmed that it's more than just the normal clicking noise. The patient reported that they have not ever been able to charge the ins to 100%. Repair noted the patient was having trouble charging. She was newly implanted last week, and the problem could be swelling. The patient was instructed to charge passively continuously for 30 plus minutes. The patient called back, they were unable to charge implant, the controller depleted 40% trying. The patient had an appointment tomorrow morning with the manufacturer representative (rep) and would have them check things out first and call back if it's determined that the patient needed any equipment. No patient complications have been reported because of this event. Information was received from a manufacturing representative regarding a patient who is implanted with a neurostimulator (ins). Caller stated patient had difficulty charging since implant and recharging has a been a 2-4 hour ordeal for the patient. Caller stated ins was at 60-70% charge and while in office, it took 36 minutes to charge from 70-80%, even with stim off. Caller confirmed that they were checking the controller and saw that it was excellent charge quality the entire time. Caller confirmed that recharging speed is at level 4. Caller stated it takes 10 tries to get the recharger to connect with the ins and patient have to lie on their back, completely flat, but when using the tablet, it connected without issue. Caller stated ins feels superficial in pocket but not protruding at all and doesn't feel like it's tilted completely. The battery will also stop recharging and says ¿finished¿ when she gets to 70%. Patient was sent new recharging paddle but this did not eliminate the recharging problems. Caller tried the antenna locate screen and was getting numbers from 66-66-67 and when moving the recharger was able to get 66-71-75 and then 66-78-78. When they saw the highest numbers, caller attempted a recharge session which resulted in poor recharge quality. Caller examined controller connection port and recharger connection and everything looked ok and normal. Additional information was received from a manufacturer representative (rep). It was reported that the rep called and was with the patient today and claimed that the patient¿s issue persists even though they got a new rtm. The patient was only getting poor or fair coupling based on the recharge diary. The rep confirmed that the ins seemed to be tilted in the pocket and had been since implant though the caller was just made aware of this today. The rep stated that the patient was getting good coupling when laying on the rtm and is currently at 60% for ins. The patient continued to claim, as noted in original call, that they cannot get past 70% charge. It was reviewed that the patient¿s external products were likely not the issue, it was likely the ins tilt. A rep called back and stated they want to make sure external product was not the issue as to avoid a revision. The rep was advised to try their controller with the patient¿s rtm, and their rtm to establish that coupling was still poor/fair. It was reviewed again that the fact that previous caller stated the ins was tilted lends the issue towards the tilt. The rep confirmed now that the patient¿s controller said finished at the 70% mark for ins charge. The rep said they would call back if more assistance needed. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was stated that the patient had a new recharger but was still having issues. The manufacturer representative stated that were not certain that the ¿tilt¿ was actually the cause of the issues with recharging. The patient has an appointment on (B)(6) 2020 for a routine follow up and can provide more information then. No further complication noted or anticipated.